Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, hemodialysis patient attended regularly scheduled dialysis treatment. Patient arrived from a nursing home in a wheelchair with an unknown manufacturer hoyer lift pad placed under the patient. Upon transferring patient from wheelchair to the dialysis chair utilizing the joerns hoyer lift device, the left upper shoulder sling pad loop became unhooked from the left upper hook of the hoyer lift device. The patient's left shoulder and head hit the floor. The patient and sling was lowered to the floor. 911 was called. The patient remained alert and oriented and was transferred to the ER. Patient was later released from the ER and transferred back to the nursing home. Complaint# (B)(4) entered into our system.